Event description:
It was reported that during a nephrostomy tube exchange procedure, guide wire removal difficulties occurred. The amplatz super stiff guide wire passed through an existing nephrostomy tube. While advancing the wire into the pt renal pelvis, the wire passed through a curve in the nephrostomy tube. A knot in the amplatz wire was seen via x-ray image. The nephrostomy tube and wire were removed from the pt with difficulty. The procedure was discontinued. The pt returned the following week for a new nephrostomy tube.